Event description:
The customer reported obtaining false low/zero calcium (ca), glucose (gluc), sodium (na), potassium (k), chloride (cl) and albumin (alb) patient results on their dxc 700 au ise clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for eight (8) patient samples. Note: beckman coulter identifier (B)(4) addresses the results generated on (B)(6) 2024. Beckman coulter identifier (B)(4) addresses the results generated on (B)(6) 2024.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as a defective sample probe transfer unit. The fse replaced the sample probe transfer unit to resolve the issue. Section a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).